Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had a low blood glucose and coma that require treatment of glucagon by the paramedics and the customer was hospitalized. The customer was doing well at the time of the report and did not want to follow up.